Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the second cycle, the needles did not come out properly, so they removed the echo-19 from the scope to check the condition of the device. The needle did not extend beyond the sheath, and when they applied force to push the handle, the needle pierced through the sheath. Therefore, they completed the procedure using a new echo-19.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the notes section of the instructions for use (ifu0101), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0101) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined due to limited information and no device being available for evaluation. However, a possible root cause may be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender which became exacerbated after the first pass resulting in the needle piercing the sheath once additional force was exerted. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Several requests were made for additional information but it was not forthcoming, if it is received at a later date then the investigation will be updated accordingly. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the needle did not extend beyond the sheath confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined due to limited information and no device being available for evaluation. However, a possible root cause may be attributed to damage during set up, insertion/advancement down the scope resulting in the needle kinking below the sheath extender which became exacerbated after the first pass resulting in the needle piercing the sheath once additional force was exerted. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Several requests were made for additional information but it was not forthcoming, if it is received at a later date then the investigation will be updated accordingly.